Event description:
It was reported that during a routine device change out, the right ventricular (rv) lead coil impedance was high when connected to the new device. Physician disconnected and reconnected lead pin to verify complete insertion into device connector block. The rv lead coil impedance was normalized and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d334drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2014. (B)(4).